Manufacturer narrative:
H10: for the reported event, lot number was provided, and lot history review. The sample was returned for evaluation. After further evaluation, it was confirmed that foreign material was present on the cannula. Based upon the available information, the definitive root cause for this event is unknown. The device is labeled for single use. H10: g4, h11: b5, h6 (results, conclusion) h11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 47720 biopsy instrument allegedly was found to be nonstandard device. This report was received from a single source. This malfunction did not involve a patient as there was no patient contact. The patient age, gender and weight was not provided.

Manufacturer narrative:
H10: for the reported event, lot number was provided, and lot history review. The sample was returned for evaluation. After further evaluation, it was identified that foreign material was present on the cannula. Based upon the available information, the definitive root cause for this event is unknown. The device is labeled for single use. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 47720 biopsy instrument allegedly was contaminated with chemical or other material. This report was received from a single source. This malfunction did not involve a patient as there was no patient contact. The patient age, gender and weight was not provided.

Manufacturer narrative:
For the reported event, lot number was provided, and lot history review. The sample was returned for evaluation. The company is still investigating the issue at this time. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 47720. Biopsy instrument allegedly device contamination with chemical or other material. This report was received from a single source. This event did not involve patient with no reported patient contact. The patient age, gender and weight was not provided.